Manufacturer narrative:
Additional information received on (B)(6) 2016 from the initial reporter and includes: the revision surgery had a positive outcome. On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: the x-ray of this cementless tha in a female patient of (B)(6) shows a widely diffused osteolysis or similar reaction around the femoral stem, of unknown origin. It is to be suspected that it is not a standard aseptic loosening but that some metabolic reaction took place, although there is no report to that end. To date, no conclusion can be drawn as to the reasons of this mobilization. Batch review performed on (B)(6) 2016. Lot 102365: 30 items manufactured and released on (B)(6) 2010. Expiration date: (B)(6) 2015. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 the r&d project manager checked the images of the explant: no particular signs can be not on the femoral stem. No conclusion can be drawn on the root cause of the event. Not available.

Event description:
The patient presented to hospital in pain. Upon x-rays examination, the surgeon concluded the stem was loose. Stem and head were revised due to aseptic loosening.